Event description:
It was reported that a pta balloon dilatation catheter was difficult to remove from the introducer sheath after the device was deflated. Reportedly, once the pta dilatation catheter was removed from the sheath, the introducer sheath and the guidewire were removed and a detached portion of the pta balloon was observed. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has yet to be returned to the MFR to date.